Event description:
Revision surgery of a pt experiencing hypermobility at one level of the cervical disc arthroplasty site. Devices were removed and replaced with fusion treatment.

Manufacturer narrative:
(B)(4). Explanted devices have been sent to an external lab for analysis.